Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Added manufacturer narrative: a quality engineer (qe) performed an in-house inspection of the power table. The qe found that the table was missing a soldering weld specified by the design. The manufacturer replaced the table at the customer site. Correction: on initial report should have been "11/19/2014" instead of "10/19/2014". Update: method and conclusions.

Event description:
Na

Event description:
A perimeter and power table hfa 120 were set up at a customer site by a contractor in preparation for on-site staff training by the manufacturer's clinical applications specialist. A field service engineer, on-site for a different reason, noticed that the power table was wobbly. He inspected the table and determined that there was a problem with the weld joining the column to the base.